Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had revision. Patient stated she had lost so much weight and her ins has had to move several times, it caused her pain. It was noted the ins was located right above her buttocks and it would hurt when she sat down. Patient stated the ins was moved to the side but it was sticking out to where the healthcare professional (hcp) had to give her lioderm patches. It was mentioned patient was a diabetic. No further complication and event were reported.